Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed that the device was not returned in an original packaging. The anchor was on the insertion device and was slightly deformed from use. The bridge inside the eyelet had been torn on one side. Bio debris was present. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified, and a certificate of analysis is required with each shipment. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of improper or excessive force. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the opus speedscrew anchor was slightly deform and the bridge inside the eyelet was torn on one side. The deficiency was observed while performing the investigation for the device; therefore, there was no patient involvement.